Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. Atrial lead position failure was noted on the right atrial (ra) lead. All therapies disabled. Atrial undersensing was also noted. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.